Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2016. The physician reported adverse event that occurred with another doctor. He said that within the 2 weeks prior to the report, that physician attempted to place an essure. He could not place it on either side. He went for a laparoscopic tubal insert which was successful. However, the patient came back to the office a couple of days later with endometritis. Follow-up received on 29-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female who had essure (fallopian tube occlusion insert) an attempt to have essure inserted without success. So, a laparoscopic tubal insert (unclear procedure) was performed. Two days later, the patient experienced endometritis. This event is serious due to its medical importance and unlisted in the reference safety information for essure. In this particular case, the patient had endometritis 2 days after an attempt to place essure insert and a laparoscopic tubal insert (not clear whether it was a tubal ligation or insertion). It is not clear whether the 2 procedures were performed the same day. However, it was reported that they were performed within 2 weeks prior to the report. Considering the plausible temporal relationship and nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since untreated endometritis may lead to serious consequences and therefore she will probably require an intervention. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
Upon internal review it was noted that information submitted on 06/06/2016 was incorrectly submitted. The information was correctly submitted to 2951250-2015-00279.

Manufacturer narrative:
Follow up information received on 16-may-2016: no further information was provided despite follow up attempts. Company causality comment. This is a medically confirmed spontaneous case report that refers to a female who had essure (fallopian tube occlusion insert) an attempt to have essure inserted without success. So, a laparoscopic tubal insert (unclear procedure) was performed. Two days later, the patient experienced endometritis. This event is serious due to its medical importance and unlisted in the reference safety information for essure. In this particular case, the patient had endometritis 2 days after an attempt to place essure insert and a laparoscopic tubal insert (not clear whether it was a tubal ligation or insertion). It is not clear whether the 2 procedures were performed the same day. However, it was reported that they were performed within 2 weeks prior to the report. Considering the plausible temporal relationship and nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since untreated endometritis may lead to serious consequences and therefore she will probably require an intervention. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.